Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report (B)(4).

Event description:
It was reported that two pedicle screws were found with broken shafts at a 6 week post-op check up. Information regarding patient impacts has been requested but has not been provided. This is report one of two for this event.

Manufacturer narrative:
The screw was not returned, however photos of x-rays were provided and used for evaluation purposes. The screw is confirmed to have fractured. The cause cannot be determined with the available information. The lot number was not provided so the DHR is unable to be reviewed. A review of the labeling found that screw fracture is a known risk of the procedure.